Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not function. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not function was confirmed and reproduced during product evaluation. This condition was caused by a defective power supply. The power supply board was replaced to correct the reported condition. Additional information: the device history record review revealed that the data card was discarded per doc. 20j retention period. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.